Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron system generated erroneous electrolytes results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported the physician questioned the results. Customer reported the samples were rerun and the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the system was working acceptably. The fse performed maintenance which included replacing the chloride tip and cleaning the port.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01485.